Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected strange noise noted during rewind. The insulin pump was monitored for 24 hours and no blank display or dark screen anomalies noted. The power connector plugs in and locked into place properly. No loose components found inside the insulin pump per our visual inspection. No unexpected noise while shaking pump noted. The insulin pump had minor scratched lcd window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display and rewind anomaly. Customer's blood glucose at time of incident was unknown. Customer stated the pump had blank screen, blinking and dark screen. Customer stated that there is strange noises during rewind (metal noise). Customer stated that when pump is shaken can hear some components moving.